Event description:
The customer contacted stryker to report that their device was not passing it's synchronized testing. In this state the device may not be able to deliver sync therapy appropriately if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not passing it's synchronized testing. In this state the device may not be able to deliver sync therapy appropriately if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer declined repair and the device has not been returned to stryker for evaluation. The issue of device does not pass sync test could not be verified or duplicated and the cause of the reported issue could not be determined. The device remains with the customer.